Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with an 8mm x 15cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat iliac artery stenosis. The patient previously implanted with one bare metal stent (bms) and viabahn device. The viabahn device was used to reline the bms. The viabahn device was successfully expanded. During the removal of catheter, the stent was entangled with bms, and the intima of the vessel peels off. The catheter was completely removed. An open surgery was performed to remove bms, viabahn devices, and treat by suturing. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19-evaluation of received items: a) an imaging evaluation of the returned clinical items was performed by a clinical imaging specialist. The following was noted during evaluation: ¿ the jpeg image is of poor quality. ¿ there appears to be a couple different devices implanted. ¿ cannot confirm flow through the implanted devices with available imaging. ¿ cannot confirm the viabahn® device stent is entangled with the bms or that the intima of the vessel peeled off. A full imaging evaluation was not possible with the items returned for review, and further observations were limited by image quality and/or format. B) two device photos were submitted from the field. One photo demonstrates possible multiple stents over a white delivery catheter. The appearance of the right-hand segment is consistent with a viabahn® device stent-graft. The compressed portion of the left-hand segment may be consistent with a bare metal stent; however, the identity and configuration of the device(s) on the left-hand segment were obscured by the image quality and presence of biomaterial. A zipper constraint is not apparent in the image consistent with successful deployment as reported. The second image shows a detached delivery catheter with the expanded stent(s). Pieces of biomaterial were also captured in the image. The primary reported failure, related to catheter withdrawal interference, could not be independently confirmed with the items submitted for review. However, surgical removal of the implanted stent(s) as captured in the returned device images is consistent with the reported procedural difficulty. The field reports successful expansion of the viabahn® device with subsequent complications, including stent-graft entanglement with a pre-existing bms and vessel injury, during catheter withdrawal. However, the circumstances contributing to the catheter withdrawal difficulty during the procedure could not be independently assessed, and the root cause could not be established. The returned device photos demonstrate possible multiple stent(s), but direct confirmation was obscured by image quality and the presence of biomaterial. Therefore, neither the nature nor cause of the reported entanglement could be further assessed.